Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since implant, the implant was not effective. Two electrodes were running on both leads but the patient was not getting stimulation to their feet. The patient reported their stimulation trial was fantastic though. X-rays confirmed that the lead wire was not positioned correctly; it was not in the right location. It was reported that the ins and leads were going to be removed and replaced with a competitor's device. No further complications were reported or anticipated.